Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting.

Event description:
It was reported that patient underwent a bone scan and the surgeon reported that the revision baseplate was loose. There is not confirmation any medical intervention due to this problem.